Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac re-synchronization therapy defibrillator (crt-d) developed a pocket hematoma. Hence, an evacuation of hematoma was performed. No additional adverse patient effects were reported.